Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was replaced in (B)(6) 2018. The patient said the device was not working correctly so the patient asked their surgeon if she should have it replaced and the hcp replaced the device in (B)(6) 2018. The patient realized the device wasn't working properly earlier in 2018. No further complications were reported.